Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. It was not reported if the patient was hospitalized for this event. On the same day as the event onset, the patient was treated with vancomycin injection (1gm,every 3rd day, ongoing) and amikacin injection (250mg,everyday, ongoing) for this event. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow up it was reported that on an unknown date, the patient was recovered from the peritonitis event. Fourteen days after event onset, antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.